Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 01-may-2024. Investigation summary: customer reported a contamination issue while using bactec product. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output, gram stain and microbial instrument detection was performed with satisfactory results. All results were satisfactory. Returned good sample (1) was visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates and voltage. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one contaminated blood culture bottle. The contaminated culture grew pantoea, psuedomas mendocina,. Unaware of the treatment administered at this time. No adverse impact reported.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one contaminated blood culture bottle. The contaminated culture grew pantoea, psuedomas mendocina,. Unaware of the treatment administered at this time. No adverse impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.